Event description:
It was reported that when viewing the carelink report the battery voltage for a patient was not displayed on the report. It could not be determined why the voltage was no displayed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that when viewing the carelink report the battery voltage for a patient was not displayed on the report. It could not be determined why the voltage was not displayed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.